Manufacturer narrative:
(B)(4): it was reported that the patient had fatal sepsis and fatal small intestinal necrosis which is ¿more likely related to the fatal sepsis¿. The source of the small intestinal necrosis or sepsis was not reported and therefore peritonitis as the source could not be ruled out as the source of the intestinal necrosis and sepsis. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was not reported. It was not reported whether dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.